Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 3.50x32 mm and 3.50x24 mm promus element ¿ stents were not related to the reported myocardial infarction as previously reported. In (B)(6) 2014 the percutaneous transluminal coronary angioplasty and drug eluting balloon angioplasty were carried out in the middle and distal left circumflex (lcx) arteries while ostial lcx was treated with stent implantation. In (B)(6) 2015, the events were considered to be resolved without residual effects.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, the patient was treated with percutaneous transluminal coronary angioplasty (ptca) and drug eluting balloon to distal and medical left circumflex (lcx) artery and single drug- eluting stent (des) placement in ostial lcx. Following post intervention, residual stenosis was 0%. Thirteen days later, repeat angiography was performed, which did not show any need for further treatment.

Manufacturer narrative:
(B)(6). Date of birth: 1937. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02126 and 2134265-2016-02127. (B)(4) clinical study. It was reported that myocardial infarction (mi) and in-stent restenosis (isr) occurred. In (B)(6) 2011, the patient presented due to stable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. Target lesion number 1 was a de novo long lesion extending from proximal right coronary artery (rca)into distal rca with 95% stenosis and was 45 mm long with a reference vessel diameter of 3.5 mm. Target lesion number 1 was treated with pre-dilation and placement of a 3.50mm x 32 mm and 3.50mm x 24 mm promus element stent, with 0% residual stenosis. Target lesion number 2 was a de novo long lesion extending from proximal circumflex artery (lcx) into distal lcx with 90% stenosis and was 20 mm long with a reference vessel diameter of 3 mm. Target lesion number 2 was treated with pre-dilation and placement of a 3.00mm x 24 mm promus element stent, with 0% residual stenosis. Three days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with progressive dyspnea, chest pain and was diagnosed with cardiac decompensation and was subsequently hospitalized. The patient had elevated troponin and an event of mi was reported by the site. Coronary angiography revealed compromised native vessels not amenable for percutaneous coronary intervention (pci) and a high grade in-stent restenosis (isr) of the venous bypass on lcx. This was treated with percutaneous transluminal coronary angioplasty (ptca) and stent implantation. Thirteen days later, the patient was also diagnosed with respiratoric decompensation. Because of elevating troponin levels, repeat coronary angiography was performed.